Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power supply was replaced to address the issue. Error codes related to the internal battery were observed in the ventilator's downloaded error log. The device's internal battery and power management board were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the power supply. The power supply was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power supply failing was due to an open fuse (f1).